Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race were not provided for reporting. (B)(4). Expiration date= na, lot number = (10)0878b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A wife reported she purchased a box of the band-aid tough strips for her husband because he had a cut on his hand. On (B)(6) 2018, a bandage that her husband was using was about to fall off, she went to change the bandage and it tore his stitches out of his hand. The consumer had to have the stitches replaced and a liquid adhesive was also used. The issue has resolved and the patient is not experiencing any symptoms.